Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 205 mg/dl. The customer reported the insulin pump was exposed to moisture from swet. Customer was able to verify that the time was not advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings; pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm, frozen screen and time clock anomaly during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. No moisture damage on electronics and motor assembly noted.